Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer received an insulin flow blocked while blousing and had to change the set. The customer was reporting a past event. The customer reported that the alarm did not occur during fill tubing. The customer informed that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.